Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. There was blood (not obstructed) on the distal conductor. Both the proximal and distal conductors were fractured and distorted due to clavicular crush.

Event description:
It was reported that the left ventricular (lv) lead had high impedance, failure to capture, and a possible fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.